Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. The operating room staff did not separate the used parts therefore it is unk which handpiece/serial number was used. It was confirmed that the hospital was not following the recommended sterilization instructions. The customer has been advised to follow the recommended sterilization instructions.

Event description:
Report received from the netherlands stating "during cataract surgery (phaco, with stellaris) the doctor found two particles in the pts eye. Allegedly, these particles appeared from the irrigating/aspirating handpiece and it was very difficult for the doctor to remove these particles as they were quite large (about 1mm in diameter each). The remainder of the surgery was complicated and difficult and the pt has been referred to the (B)(4) for further treatment." Additional information received states "the particles were expelled from the phaco handpiece. Surgeon state the posterior capsule was ruptured due to the manipulation needed to remove the particles."